Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The received one used cartridge and twelve unused cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels higher than 300 mg/dl since (B)(6) 2013. The patient had to administer more insulin than usual to correct the elevated blood glucose levels. The patient stated that she has noticed dampness in the insulin cartridge compartment of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.